Event description:
It was reported that bd¿ blunt fill needle 18 g x 1 1/2 in. Had epoxy on the needle cannula. The following information was provided by the initial reporter: ¿went to draw up med noticed that the needle had a white substance on the hub and some of the needle."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default investigation summary: it was reported that the needle had a white foreign matter on it. To aid in the investigation, one sample in an opened packaging blister and two photos were provided for evaluation by our quality team. The sample came connected to a 5ml syringe and with the plastic shield. A visual inspection was performed and there is an epoxy drip over on the needle hub. No other defects or imperfections were observed. This defect could occur during the assembly process. During manufacturing, the plastic hub is placed under the cannulator, then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it. After, a plastic shield is assembled. In this case, the misfeeding of the cannulator may have induced to have the epoxy on the needle hub. The photos provided show the sample received. A device history record review was completed for provided material number 305180, lot number 0363872. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the cannulator was performed. The settings were correct and the flow of product was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.